Event description:
An immunocompromised patient was being infused with a 1 liter primary bag connected together with a 150 cc secondary bag of vancomycin. The vancomycin should have infused over a one hour period before the contents of the primary bag were infused. The nurse discovered that the entire contents of the secondary bag had disappeared after only 20 mins of infusion. The nurse and the charge nurse checked the pump settings and could not account for the missing portion of the dose - there was no sign that the patient had received a full dose over only 20 minutes. They concluded that two thirds of the vancomycin must have flowed up into the primary bag. This could have happened only if the check valve in line above the point where the two lines join did not prevent this retrograde migration of the vancomycin. The nurse was left not knowing whether the patient had received a full dose or not.